Manufacturer narrative:
Combination product: yes.

Event description:
Difficulty freeing up device and leads due to severe calcification of pocket and leads. Plugged into new device and hvli >150. Unscrewed/rescrewed, and still >150. Upon visual inspection a tear at the collar of the pin could be seen. Could see separation in insulation and see exposed metal of rv coil portion. All portions of old ICD lead were capped, and new lead implanted with normal hvli.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.